Manufacturer narrative:
Initial.

Event description:
It was reported that after a meal of burger, fries, and a blizzard, the user announced a larger-than-normal meal on the ilet and experienced prolonged hyperglycemia with a highest cgm reading of 396 followed by a subsequent low, while using a contact detach infusion set on the abdomen and a dexcom g7 cgm. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and the event was categorized as an adverse event without an identified device or use problem; the device component involved could not be more specifically coded. It was concluded, based on previously established findings for similar reports, that the cause was unknown.